Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the insulin pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beeps without message in display. The customer's blood glucose level was 232 mg/dl. Customer stated that the no flickering notification light. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.